Manufacturer narrative:
Review of pump data by tandem engineer showed that the pump logs do not indicate that the insulin pump caused or contributed to a low blood glucose event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
Functional test was performed and the device passed the functional test; no failure identified. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl when the customer first started using the pump and a bg level in the 50's (mg/dl) sometime in 2016. The customer ate a meal to address bg levels. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.